Event description:
It was reported that one day after implant there was evidence of far field r-wave (ffrw) oversensing with the patient's right atrial (ra) lead. The programming of the patient's implantable cardioverter defibrillator (ICD) was adjusted and the ra lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.